Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the bed head section goes half way up, but then drops down.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the end broke off of the junction box causing the head section to drop, which confirmed the original complaint issue.

Event description:
Dealer is stating that the bed head section goes half way up, but then drops down.